Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and it was confirmed that the occlusion was related to the cartridge. Customer changed the cartridge to address the occlusion alarms and successfully resumed insulin. Customer's blood glucose level was 340 mg/dl.